Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. The patient was brought to the office check and reprogramming efforts were performed. At this time, the product remains in service and no adverse patient effects were reported.